Event description:
X-rays indicated a wide defect area in the posteromedial zone of the tibia. The area was cleaned and repaired with bone graft. A few years after this surgery, it was observed that the bone graft was absorbed and the area under the tibial plate was empty. Due to this the tibal plate broke from the posteromedial side and was removed.